Manufacturer narrative:
The manufacturer reported on this device in MDR 2518422-2025-009229 in error. At this time of investigation, it has been determined that all further reporting activities will be carried out in src tw 297022. So, MDR 2518422-2025-009229 is a duplicate of src tw pr 297022.

Manufacturer narrative:
This MDR was previously reported under MFR 2518422-2024-105670 and is therefore a duplicate.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. There was no report of serious patient harm or injury. There was no report of medical intervention. The device has not been returned to the manufacturer. At this time, no further investigation can be requested. If any additional information is received, a supplemental report will be filed.